Event description:
It was reported that before the procedure, during the capacitor charging test, an alert for potential damage to the high voltage circuitry was triggered. Another device was implanted. There were no adverse health consequences, the patient was stable.

Manufacturer narrative:
The reported event of potential high voltage (hv) circuit damage alerts was confirmed. The device was received at a normal battery voltage level, with normal telemetry communication. Device image analysis and electrical evaluation detected an indication of possible high-voltage circuit damage due to an internal anomaly. Further analysis identified high current drain from the device, and the root cause was isolated to an integrated circuit (ic) anomaly.

Manufacturer narrative:
The reported event of potential high voltage (hv) circuit damage alerts was confirmed. The device was received at normal battery voltage level, with normal telemetry communication. Device image analysis and electrical evaluation detected an indication of possible high-voltage circuit damage due to an internal anomaly. Further analysis of the hybrid circuitry identified an elevated current drain, which was isolated to a low impedance measurement on the hybrid circuitry, resulting in the reported event. The cause of the anomalous low impedance measurement could not be conclusively determined.